Event description:
It is reported that the device was implanted in 1998. Pt developed the asymptomatic onset of marked acetabular asymmetry with retroacetabular osteolysis. The device was revised in 2005, and at that time the pt was noted to have fracture of the rim of the acetabular liner at approximately 1 o'clock. Also, the acetabular liner was noted to freely rotate within the shell, although the locking ring appeared to be intact. The component was removed without particular difficulty.